Manufacturer narrative:
Concomitant medical products: 383069 lead, 5076-45 lead, dtpb2d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited non-capture. An x-ray confirmed the ra and right ventricular (rv) leads had dislodged. After several attempts to revise the leads, the patient showed signs of a perforation. The physician assumed the ventricle was perforated by the rv lead during repositioning attempts. The patient had no blood pressure and no pulse. Cardiopulmonary resuscitation (CPR) was performed off and on while attempting to put in a catheter to remove the blood in the pericardial space. Fluid was extracted and the patient seemed to have improved pulse and blood pressure. The patient then repeated a drop in blood pressure and heart rate, CPR was resumed, and an additional physician was called in to help. An echocardiogram was done while placing an additional catheter into the patient¿s pericardial sac and additional blood was extracted. After an hour and a half of coding, the patient was pronounced dead.